Manufacturer narrative:
Correction- cancel MDR. Upon further review of the complaint specifically translation of original information it was determined that "it is concluded that the catheter was stuck inside the cap, and when the needle was removed, premature retraction occurred.¿ catheter releases prematurely and premature needle retraction within the unit package/before attempt to use on a patient is not MDR reportable, therefore, cancelling this MDR.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. All demographic information on the regulatory document states "confidential".

Event description:
It was reported that bd insyte autoguard needle retraction failure. The following information was provided by the initial reporter: attempts to release the device were unsuccessful. Device damaged during attempts to release it.